Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), product return, concomitant product evaluation and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 02/17/2017 to 05/08/2017 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product was not returned; therefore, no visual analysis was performed. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The concomitant sterrad nx was tested by a field service engineer. While onsite, a vacuum pump and the vaporizer was cleaned. The unit met specifications and was returned to service on (B)(6) 2017. There is insufficient information available to determine an assignable cause. The sterrad nx received corrective maintenance. It is inconclusive whether the maintenance performed is related to the suspect positive bi, however, because the customer was unresponsive to requests for ci disc color change and cycle completion status. It is unlikely that the suspected positive bi was caused by a manufacturing issue in the cyclesure product since the retains product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found lot trending analysis result for suspect positive bi was trending not exceeded. The cyclesure retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended. Should additional information be received at a later date, the complaint will be re-opened for evaluation of the event.

Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97. (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle. The previous bi was negative and three (3) subsequent bi results were also negative. The it is unknown if the affected loads were released for use on patients or reprocessed. However, there have been no reports of injuries or harm to any patient(s) as a result of this event. Although there have been no confirmed reports of injury or harm to any patients in this case and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.